Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was overheating. The device was used during a surgical procedure. It is known that there was no user or pt injury. It is unk if medical intervention was reported. It is unk if a delay in the surgical procedure occurred as a result of the event. There was no add'l info provided.